Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an implant procedure, this electrode was positioned and during defibrillation testing (dfts), a low shock impedance measurement of 22 ohms was noted during the delivery of a shock. Dfts were tried again and a exhibited another low impedance measurement of 20 ohms. The electrode was removed and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during an implant procedure, this electrode was positioned and during defibrillation testing (dfts), a low shock impedance measurement of 22 ohms was noted during the delivery of a shock. Dfts were tried again and a exhibited another low impedance measurement of 20 ohms. The electrode was removed and was never in service. No adverse patient effects were reported.